Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went to the hospital complaining of sharp pains in the pectoral area and running through his back. Interrogation of the pacemaker noted r wave measurements had decreased as well as lead impedance and thresholds had risen. It was determined the lead had perforated the myocardium. The lead was capped and replaced. No patient complications have been reported as a result of this event.